Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent, facial edema, pedal edema, and generalized edema. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1gm, intraperitoneal, every 2nd day, discontinued) and ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) for suspected peritonitis. Pd therapy was ongoing. At the time of this report, the patient recovered from the events. It was reported that the patient and caregiver were retrained on proper aseptic techniques. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.